Event description:
It was reported that when performing a pta on a a/v graft, the balloon's outer wrap peeled down the balloon. An additional report received from the user on 6/7 indicated that the balloon ruptured and fragmented. The entire unit was removed in the introducer sheath. It was reported that all of the product was in place and no foreign body was seen on x-ray.